Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse inspected the system and observed error(s) 307 and 319 on the universal surgical manipulator (usm) on patient side cart (psc). Fse replaced the usm to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive the usm to perform failure analysis. The component was analyzed and it was found to have error 319 on system logs indicating that node was not present on axes controller carriage (acc). The usm was installed onto a golden system where it triggered error 319 thus, replicating the reported event. The usm was then installed onto a psc fixture test platform (pftp) where it failed the fiber test and check all boards on acc. Once testing was completed, the rolling loop fiber was aba tested and was verified to be the source of the fault. The probable root cause of reported error on usm is attributed to the faulty rolling loop fiber.

Event description:
It was reported that during a da vinci-assisted nissen fundoplication - isolated surgical procedure, the universal surgical manipulator (usm1) on patient side cart (psc) was faulting with error(s) 307 and 319. The customer tried power cycling the psc along with an emergency power off (epo) but with no change. Customer decided to disable the usm after a couple of power cycles and continued with three usms. The procedure was completing as planned with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter to obtained patient demographics however, requested information was not provided.